Manufacturer narrative:
The zoll ivtm quattro catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product has been returned and investigation has been completed. There were no reports of a device deficiency. In addition, there were no vessel injuries caused by the zoll catheter. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.

Event description:
This event was reported from a (B)(4) clinical study. A (B)(6) year old male patient experienced a cardiac arrest at 15:30 on (B)(6) 2014. Ems received a call at 15:32 and arrived on scene at 15:40. Upon arrival of ems, it was observed that patient had atrial fibrillation, which was not shockable. Patient was intubated on scene. Patient received cold saline infusion prior to arrival at the hospital. Patient did not receive another form of cooling such as ice packs or surface cooling prior to arrival to the hospital. Patient was also administered an IV drip of cisatracurium for shivering. Patient did not present with any respiratory issues at the time of admission to the hospital. Patient arrived at the hospital at 16:40. The patient received cold saline infusion after arrival to the hospital. A CT scan was performed and the results were normal. Patient had a glasgow coma score of 3. Patient had no eye opening, verbal or motor response. Patient was transferred to the cath lab and was administered an additional IV bolus of cold saline and anti-shivering medication. A zoll ivtm quattro catheter was inserted into the right femoral vein at 19:15 on (B)(6) 2014, on the first attempt. A separate catheter was not used as a central line. A pulmonary artery and brain tac were performed on (B)(6) 2014, however the results were not provided. Rewarming of the patient was started on (B)(6) 2014 at 21:00 at the speed of 0.2 c/hour. The catheter was disconnected from the console on (B)(6) 2014 and the console was paused at 09:30 to maintain normothermia. The console was not restarted. Transthoracic and transesophageal echo identified a thrombus in the vena cava below the height of the opening in the right atrium on (B)(6) 2014 at 10:00. The site indicated that there were no vessel injuries caused by the zoll catheter. In addition, patient had no prior history of dvt. Patient was treated with enoxaparin at 14:20. Patient first awakened and was extubated on (B)(6) 2014. A cardiac magnetic resonance was performed on (B)(6) 2014, however the results were not provided. The thrombus was resolved. Patient was discharged from the hospital on (B)(6) 2014. This event was not considered serious and was resolved without any patient sequelae. The site did not report any device malfunction and the patient was cooled and rewarmed successfully without any issues.